Manufacturer narrative:
This report is submitted on august 26, 2021.

Event description:
Per the clinic, it was reported that the patient's battery charger caught on fire while it was plugged in. No reports of patient injury are associated with this event. Additional information has been requested but has not been made available as of the date of this report.